Event description:
During MRI scan, error message said system shutting down due to internal error. Contact philips customer service. Follow up reveals: no patient injury only delay treatment. No report is available from the manufacturer concering their analysis of the device shut down.